Manufacturer narrative:
Patient¿s initials: (B)(6). Patient weight not provided by reporter. (B)(4) lot number unknown. Device implanted august 2015; exact implant date unknown. (B)(4). Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail advanced revision surgery was performed related to left hip pain and non-union; all hardware including a nail, lag screw and distal locking screw were explanted. The lag screw was noted to be rotating and appeared to not have locked properly. The patient was revised to a total hip prosthesis. The revision was successfully completed with no surgical delay. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that the: (B)(4): distal screw appeared in good condition. Slight loss of anodization and slight wear marks near site of probable interaction with the nail. The complaint event centers around the non-union/delayed union that prompted the removal of the implants and the revision to a total hip arthoplasty. The loss of rotational stability between the nail and the head element caused by an improperly deployed locking mechanism is most likely what caused this event. The distal screw was placed through the nail, distal of the fracture, and did not have an effect on the proximal instability. The distal screw did not affect this complaint event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.